Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2020 experiencing "uncontrolled pain" and they were "concerned that maybe the pain pump is malfunctioning." The pump was not alarming. The caller was requesting a device manufacturer representative to come by and interrogate the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on (B)(6) 2020. It was reported that the pump was interrogated and no stalls were seen. The cause of the patient's pain was not determined. She was put on an course of oral steroids. The issue was considered resolved and the patient's weight was unknown. No further complications were reported.